Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. The investigation did not find a root cause for the false positive results that was observed by the user. It is recommended that each customer review their workflow carefully to ensure that the package insert is being followed as written. No return samples were received by the customer. No return sample analysis could be performed. A device history review could not be completed as no batch number was provided. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA)1878253 is already initiated to investigate the root cause and some mitigation actions are already being addressed.

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. (B)(4).